Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator unit has motor fault issue. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Correction: an original MDR for this reported issue was submitted under MFR report # (B)(4) please disregard and void. Incident was happened during testing and therefore is now not reportable.